Event description:
A peritoneal dialysis patient reported experiencing difficulty with breathing and vomiting during different phases of treatment. A follow up was conducted with the peritoneal dialysis nurse (pdrn). The patient was previously diagnosed with congestive heart failure and the pdrn attributed the recent symptoms as an exacerbation of the illness. The patient's cardiologist is currently trying to have the patient put on the transplant list. There were no missed treatments as a result of the difficulty breathing and vomiting. The patient continues with pd therapy. Medical records were requested and were not made available.

Manufacturer narrative:
Device review: the device was not returned to the MFR for physical evaluation. The customer was unable to provide the MFR with the lot number of the liberty cycler set used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found (B)(4) lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius liberty cycler set caused, contributed to, or was a factor in the reported event. The system level review of the liberty cycler and concomitant products found dried fluid with the return of the liberty cycler. However there was no indication that the products caused or contributed to the clinical event.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.